Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high and unstable thresholds, loss of capture , high impedance and small r waves on multiple placement attempts. The lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.